Event description:
A customer contacted beckman coulter inc. (Bec) to report a liquid waste leak from the unicel dxi800 access immunoassay analyzer. Per customer, the instrument wastes to a drain, but the leak appears to be coming from the pump drawer above the liquid waste containers. The leak spilled outside the instrument to a pool of approximately 3ft in diameter. The customer wore personal protective equipment to clean the spill. No injury or exposure was reported.

Manufacturer narrative:
On (B)(6) 2011, a bec field service engineer (fse) found a leak in the waste transfer peri tubing. Fse replaced the tubing and verified system performance to published specifications. Hardware is the root cause for this event. Bec internal identification (B)(4).